Manufacturer narrative:
A getinge field service engineer (fse) stated fault and alarm logs were checked for any temperature related alarms. Nothing logged. The iabp was exercised on test catheter and patient simulator in an attempt to duplicate suspected technical alarm "system over temperature". The issue could not be replicated. As a precautionary measure the scroll compressor (d119-00-0236) and temperature probe (d206-00-0734) was replaced. Scroll compressor was an out of box failure. A 2nd scroll compressor was installed and resolved the issue. Device passed all performance and safety tests according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) emitted noise and subsequently shut down, displaying a system over temperature alarm.